Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported on 13feb2024, a routine order of heparin (25,000 units/250ml) was programmed via guardrails to infuse at a rate of 8ml/hr. The customer reported however, that the bag finished too early. The pump stated 13.859 ml had infused. There was patient involvement, but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported on 13feb2024, a routine order of heparin (25,000 units/250ml) was programmed via guardrails to infuse at a rate of 8ml/hr. The customer reported however, that the bag finished too early. The pump stated 13.859 ml had infused. There was patient involvement, but no harm.